Manufacturer narrative:
Three smiths medical portex® suctionaid tracheostomy tubes were returned for analysis in used conditions. Upon visual exam, no holes were noted. A syringe was used to inflate the cuff of the sample and was submerged under water verifying that a leak was detected in the cuff. Relevant documents were reviewed and deemed adequate. The manufacturing process was conducted. Operations were reviewed with no discrepancies found: cuff assembly operation was reviewed; inflation line assembly operation was reviewed. Inflation test was audited during thirty two ((B)(4)) units revealing no deflated cuffs. A CAPA was opened to help determine the root cause and implement corrective actions.

Manufacturer narrative:
This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that a portex® suctionaid tracheostomy tube encountered a tear in the cuff and an air leak occurred. The leak occurred during patient use. An unplanned tracheostomy tube change was performed. No permanent injury was reported.